Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "the case of the power supply one that is plug onto the wall is broken with exposed wires. The power supply broken/disconnected. Patient involvement: yes. Delay in therapy: no. Need for medical intervention: no. Human harm: no. Death/ serious injury: no."